Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 ml of insulin and the customer reported that insulin drips were not observed to be exiting the infusion set tubing during the load sequence. The infusion set was changed and a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 233 mg/dl.